Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to perform the occlusion and excessive no delivery tests. The motor passed the motor test. There was no blank display noted and all operating currents are within specification. The low battery alarm and off no power alarm functions properly. The unit passed self, displacement, rewind and basic occlusion tests. There was no motor error alarm noted. There was no battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 11.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.